Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6) 2011. According to the complainant, during the procedure, the clip was placed on the tissue however, the clip would not release from the catheter. The physician manipulated the device until the clip released from the catheter. The clip remained on the tissue and the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed and not returned. The handle was in the locked position. The mini sheath did not have any damage and was removed in order to measure the bushing arms which were within specification. The reported event of clip failed to release was not able to be confirmed as the clip assembly was deployed and not returned. However, the device appeared to have been deployed as designed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, the clip was placed on the tissue however, the clip would not release from the catheter. The physician manipulated the device until the clip released from the catheter. The clip remained on the tissue and the case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.